Event description:
Additional information was received from the consumer. The patient called back reporting the same issues already documented in this file. The patient stated that they were still not seeing symptom control with the therapy and they had wanted assistance with making adjustments. Prior to the call the patient stated that they had previously gone to their managing health care physician (hcp) office where they thought they had changed the program. The patient noted that the hcp had been unable to add more programs onto the handset because the hcp didn¿t have a compatible clinician programmer. While on the call the patient synced with the programmer which showed that stimulation had been on. The patient noted the stimulation was at 1.7v but they didn¿t see any option to change the programs. It was reviewed with the patient that they likely on had one program stored on the handset. The patient noted they had felt uncomfortable stimulation at 1.7v (which was previously mentioned in the prior report) and expectations with the therapy were discussed. The patient then decreased the stimulation down to 1.5v and confirmed the uncomfortable stimulation had gone away. The patient stated that it was always uncomfortable when they increased past the point they were on now. Patient service reviewed considerations adjusting programs and suggested the patient follow up with the hcp to get programs added on. The patient noted their managing hcp was far way so it was reviewed with the patient the possibility of meeting with a manufacturer representative (rep) and patient services offered to reach out to the field to see about meeting with the patient at their primary care doctor¿s office. There were no further complications reported.

Manufacturer narrative:
Continuation of d11: product ID 3889-28 lot# va1v2dh implanted: (B)(6) 2019 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d11: product ID 3889-28 lot# va1v2dh serial# implanted: (B)(6) 2019explanted: product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. On (B)(6) 2019, the patient stated they had an appointment on (B)(6) 2019 and noted it was a 4 hour drive and that they would like a rep there to help input programs. Patient services reviewed that the health care physician(hcp) could contact the local rep. On (B)(6) 2019, the patient called and left a voice mail, reporting they contacted the manufacturer company and that they went to the clinic where the implant was done, which they noted, was a 4 ½ hour mountain drive, and it was then that they realized the patient only had one program in their device/stimulator, and thus they were having issues. The patient stated that they were going to be going back to the clinic for an unrelated issue on (B)(6) 2019 and the clinic was going to set them up at the urology clinic at 11 am, though the rep was not able to confirm availability. The patient called into patient services later that same day and reported they only had one program and they needed the others programmed. The patient stated they were feeling uncomfortable again and during the call they decreased settings from 1.7 and the patient stated it felt better. There were no further complications reported/anticipated.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 26-sep-2022, UDI#: (B)(4), implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient experienced an uncomfortable stimulation in their bike seat area. They stated that the sensation felt ¿like a tampon was stuck in her vagina the wrong way or like a knife was sticking into her pelvic floor¿ and that this was not normal. This had been going on for ¿several weeks¿. They indicated that they had been to their gynecologist on (B)(6) 2019, and stated that their sling they had was fine. The patient had an uncomfortable sensation they had led them to believe the lead wire had moved. It was also reported that the patient had the device for their bladder and had a sudden loss of symptom control (started (B)(6) 2019). The patient stated that, at first, the implant was helping them 90% and did not have to wake up in the middle of the night to go to the bathroom. But now their symptom control had a drastic change and their control was regressing to where the device was only giving them 70% relief and was getting worse. The patient had no falls or trauma but they did have gain weight over the last 2.5 years because they had not exercised or was physically active. The patient stated that the discomfort/uncomfortable stimulation went away when they decreased the stimulation. They had an appointment with their healthcare professional (hcp) for imaging to see if the lead had moved. The doctor told the patient to contact the manufacturer ¿for help with programming¿ before the appointment. It was reviewed with the patient that they may want to wait until the imaging was done before changing programs. The patient was going to follow up with their hcp. There were no further complications reported or anticipated.